Event description:
Reportedly during the procedure sutures broke because the texture of the suture was rough and thick. The broken sutures caused a delay in the o.r. Time. No other information was made available.

Manufacturer narrative:
During a routine review of our complaints this ftr was re-evaluated. Because the information made available in describing the event description is insufficient to support a conclusion that an adverse event did not occur, the complaint will be reported to the FDA as an adverse event.